Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Customer¿s blood glucose level was over 400 mg/dl with moderate ketones and was in diabetic ketoacidosis. Ketone levels were identified as life threatening by health care provider. Reportedly, the customer went to the emergency room and was subsequently admitted to the intensive care unit. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Customer declined to provide any additional information.